Event description:
Note: the event date is unknown. It was reported to boston scientific corporation on (B)(6) 2009, that a lithocatch immobilizer device was used for a calculus removal procedure. According to the complainant, the device was unable to open during the procedure. It was unknown if a stone was present in the device when the malfunction occurred. The procedure was successfully completed using another lithocatch immobilizer device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good."

Manufacturer narrative:
According to the complainant, the device was disposed of and is not available for evaluation. At this time, we are unable to determine the relationship between the device and the cause for this event. If there is any further relevant information received, a supplemental medwatch report will be filed. (B)(4).